Manufacturer narrative:
A product investigation was completed: one (1) 6-hole 3.5mm lcp medial proximal tibial plate (part 239.956, lot 7438184, manufactured august 07, 2015, expiration june 03, 2022), 10 unknown screws, and 2 unknown washers were returned with a complaint stating that the patient was revised due to a non-union. Based on the information provided in the complaint and measurements taken with caliper ca802, the screws and washers were identified as follows: part 02.240.075 quantity 1, part 02.240.070 quantity 2, part 02.240.065 quantity 1, part 02.240.050 quantity 1, part 02.240.038 quantity 1, part 02.240.034 quantity 1, part 02.240.032 quantity 1, part 414.572 quantity 1, part 414.564 quantity 1, part 419.91 quantity 2. The complaint reported an adverse event with no product malfunction. The implants were scratched and worn from implantation/extraction. No product design or manufacturing related issue was identified. The relevant product drawings were reviewed during the investigation. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. The lot numbers of the screws could not be identified and therefore a device history record review could not be performed. A device history review was performed for the returned plate¿s lot numbers and no non-conformance reports or complaint-related issues were identified with the lot numbers which may have contributed to the complaint condition. The complaint cannot be confirmed therefore a root cause could not be determined. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Date of event: unknown. (B)(4) lot unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an open reduction of internal fixation (orif) was performed for right proximal medial condyle of the tibia on (B)(6) 2015. Post-operatively due to varus deformity, a revision surgery was scheduled on (B)(6) 2016. During the revision, it was determined that patient had a non-union. A 3.5mm locking compression plate (lcp), ten (10) screws and two (2) washers were explanted intact. The patient was revised with a new plate and screws, along with bone grafting. The revision surgery was successfully completed with no surgical delay. Patient/status outcome was reported as stable. This is report 8 of 13 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.